Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor arm failed self test alert. The customer¿s blood glucose level was 151 mg/dl. The customer reported that the insulin pump went blank and rebooted. The customer also reported that they were able to clear the alarm but the customer was not able to complete rewind the insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump received with motor arm failed self-test alarm during self test, problem isolated to rf board.